Event description:
Per independent repair center statement the units alarm would not function. The key failure was the power switch had no alarm. Additional malfunctions include the zip ties were leaking, and the pm kit was dirty.